Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The flow sensors were replaced by the customer to resolve the reported issue. Customer contact reports no patient information available.

Event description:
#12 the hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.